Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 4.10c. P-cap locked in place properly during testing. Unit received with missing battery cap metal contact, cracked keypad at select button, cracked case corner of belt lip rail, cracked case(battery tube), cracked battery tube threads and faded serial number label.